Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 42 mg/dl. The cause of low bg was unknown. The customer attempted to address the low bg level with carbohydrates, but they ended up going to the hospital to received third party assistance. Hospital staff provided intravenous therapy (IV) of fluids and a dextrose injection to address bg. The customer was released from the hospital on (B)(6) 2024 with no permanent damage. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified.